Manufacturer narrative:
H.6. Investigation summary: material #: 364305. Lot/batch #: 3073122. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the cap of one tube is missing a corner. No patient impact reported. The following information was provided by the initial reporter: "phase: when preparing for blood collection. Defect: cap missing a corner. Quantity: 1 piece. Impact: no adverse effects on patients and healthcare workers".